Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for high blood glucose. The customer stated that he was unconscious the night of the event. Troubleshooting was performed. The settings in the insulin pump were correct. Ran a fixed prime test and passed. No further info was provided.